Event description:
Hill-rom received a report from the account stating the scale was reading an inaccurate weight. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handing system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the cable tie impacting hi/low head motor. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Calibrate the scale. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician adjusted cable tie position to resolve the issue. Based on this info, no further action is required.